Event description:
Boston scientific received information that when programming the atrial sensitivity during a device interrogation, the surface on the programmer went black and started smoking. The sales representative closed out the session and unplugged the programmer. No adverse patient effects were reported. Technical services requested the return of the programmer for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the capacitor and circuit board were burnt and a part of the circuit board was melted. Further visual inspections noted that the print quality was light at the top of the printouts. The capacitor, circuit board and strip chart recorder were all replaced. The unit was successfully repaired.